Event description:
Pt on balloon pump. Went into asystole three times while on pump. Alarm message stated check lab catheter and iab optical sensor calibration expired. Each time pt resuscitated, and balloon turned back on, pt went back into asystole. After third time, pump removed, pt continue to receive care and monitoring. Later family elected to stop all aggressive care. Pt expired later.